Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however the pump touchscreen was noted to be frozen and unresponsive. The customer's blood glucose (bg) level was impacted (approximately 250 (mg/dl). The customer delivered a correction bolus to stabilize bg levels. Customer indicated that they would use manual injections as alternate insulin therapy.

Manufacturer narrative:
(B)(4).